Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported she could not urinate with the stimulator turned on. The patient could urinate when her system was turned off. It was unknown what led to the event. The hcp contacted the rep for reprogramming, but the rep had heard from the patient as of the time of the report. It was noted the rep recommended they get the patient in for a thoracic and lumbar ap and lateral film to check for lead migration. No actions, interventions, diagnostics or troubleshooting were completed as the rep had not seen or talked to the patient. At the time of the report, the issue was not resolved. Relevant medical history included chronic low back pain and spinal pain.